Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to claim no audio output patient experienced on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported. Distributor reported testing of the alert functionality and alerts were not functional.

Manufacturer narrative:
(B)(4).